Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to previous h10 cleaning question/answers. The following questions were asked and answered by the customer: did you clean, disinfect, and sterilize the device before sent it to olympus? It was cleaned, suctioned, and wiped down with sponge at bedside then manually washed. However, evotech machine would not pass high level disinfection. Do you know about the foreign material adhered to the endoscope? No. Do you know about what the foreign material is? No. <precleaning> was there any delay in the start of precleaning? (Was there a time lag between the end of clinical use and the start of precleaning?) No. If the question before is yes or unknown. Did you presoak the endoscope in the detergent solution? Na did you aspirate the water through the instrument/suction channel? Yes <manual cleaning> were there any abnormalities in the accessories used for reprocessing? No. Have you wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges? Yes. Did you brush the instrument channel, instrument channel port, and suction cylinder? Yes. Are there any other concerns about the reprocessing? No. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that during a therapeutic esophagogastroduodenoscopy (egd) procedure, the forceps could not be inserted or removed in the gastrointestinal videoscope. The procedure was completed with the same device with no delay. It was reported that prior to the reported issue, the doctor was using nexpowder in the unit. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: due to insufficient cleaning, the insertion tube was clogged, and foreign material was found inside the forceps. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to wear of the angle wire, the play of up/down knob; the bending angle in the up direction and due to clogging of nozzle, water removal ability, the standard value was not met. In addition to what was reported in b5 the following additional finding: the control unit was damaged; the distal end and the plastic distal end cover had a burn. The connecting tube, protector of the universal code on the suction connector side, the universal cord and the bending section cover had scratches. The connecting tube, the adhesive around the light guide lens, adhesive around the objective lens and paint on suction cylinder had peeled. The adhesive on the bending section cover had a white- clouded area, were cracked and chipped and due to clogging of nozzle, water removal ability does not meet the standard value. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was a delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water and the nozzle was cleaned with lint-free cloths/brushes/sponges. There were no abnormalities in the accessories used for reprocessing. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.